Event description:
It was reported that the atrial lead dislodged. The lead had no capture at 5 volts, a lead polarity switch, and the patient was experiencing pocket stimulation. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 4068 implantable pacing lead (B)(6) 2002 sedr01 implantable pulse generator (B)(6) 2009. (B)(4).